Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. This is the second call regarding power system error within four hours of troubleshooting the previous occurrence. The customer stated the alarm occurred during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.